Event description:
It was reported to boston scientific corporation that a obtryx transobturator mid-urethral sling system (MFR report #3005099803-2013-13045) was implanted into the patient. According to the complainant, the patient suffered injuries as a result of the implantation; paint due to eroded mesh and need additional medical treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.